Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was noted to be leaking. There was no reported impact to the customers blood glucose level. The customer filled a new cartridge and the issue was resolved. Reportedly, the customer discarded the cartridge that was leaking.